Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed as a sample was not available. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. The results of a label review revealed that there is adequate labeling for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm and se 2367 alarm on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the home patient (hp) to cycle power twice to clear the alarms. The tsr then advised the hp to start over with new supplies and to contact the nurse (rn) within the next 24 hours to let her know what happened. On (B)(6) 2010 product surveillance spoke with the hp who stated she determined the cause of the alarms with her rn. The hp stated she was putting her patient line on top of the heater bag because her air conditioner was near the set up. The hp stated she realized the alarm occurred because the patient line was not in the blue holder during the prime. The hp stated she has now corrected the situation and was having no further problem. The hp was not willing to provide any further information.